Manufacturer narrative:
Examination was not possible, as the device was not returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. If the device becomes available the complaint will be reopened and processed according to current procedures. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an anterior cruciate ligament reconstruction procedure using ultr fst-fix knt psher/sutur cutt strt the suture was put through distal end and ran it up to the tip. When the knot was being manipulated it was noticed that metal flakes were coming out of the cutter and it began fraying the suture. It was reported that metal shavings were flushed out from the joint. There was no procedural delay. A back up device was not required as the procedure was completed with the same device being used. This incident did not result in any patient injury or complications.